Event description:
During placement of several cypher stents following acute myocardial infarction an intra procedural complication occurred in which the placement of the third cypher stent crushed a previously placed stent resulted in a side branch occlusion. Nine days after cypher stents were implanted the pt showed a decrease in blood pressure and was in a state of shock. Coronary angiography was conducted and thrombus was observed in all implanted stents (proximal-left anterior descending branch). Thrombus was also present in an express stent (2.75 x 20mm) that was implanted previously in the obtuse marginal branch. To treat the thrombus, aspiration and balloon angioplasty were conducted. An intra-aortic balloon pump was also inserted at this time. This pt expired eleven days later due to circulatory failure.